Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d4, d9, g3, h2, h3, h4, h6. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product found hair like debris in the sterile packaging. Sterile packaging remains sealed. Device history record (DHR) was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. An ie has been initiated for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03351.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. The incoming inspection team member found debris in the sterile package. No patient involvement. No additional information.